Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, to update sections. The device was returned to olympus for evaluation. The device was tested using olympus test equipment, probe check was performed and device passed the probe check. The visual inspection on the received device revealed that there was tissue build up. There were two error¿s displayed with the handle fully closed, u508 (seal short circuit) and u511 (seal and seal & cut circuit error). The distal end was inspected under a microscope and no damage was found. The user¿s complaint was confirmed. The teflon pad was separated from the jaw; exposing metal. In addition, charred marks were also noted on the probe unit and the jaw. The exposed metal to metal contact on the jaw caused the short circuit error.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of thunderbeat damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the thunderbeat. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic liver resection procedure the teflon pad was burnt and metal was exposed. In addition olympus was also informed that there was ¿short circuit ¿error displayed during the beginning and middle of the procedure. While the doctor was performing ¿cut and seal¿ using the device. No device fragment fell inside patient. The device was inspected prior to use and no abnormalities were observed. The intended procedure was completed using another thunderbeat device. No patient injury reported. One of 2 reports.